Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Investigation & actions: fault tracing of the device has shown the root cause to be a hardware failure of the power supply board where several components in the motor controller circuitry were identified being out of specification. Alarms have been confirmed to be working, both audibly and visually, when tested at the date of the investigation. Owing to the effectiveness of the mitigations that are built-in to the design, the reported failure is not considered likely to lead to death or serious deterioration in health if the event were to reoccur. The device has performed as designed if a hardware failure is encountered, in order to protect against a fault becoming a hazard. In conclusion, the device has acted as designed and intended when a situation occurs which compromises safe operation, by triggering audible and visual alarms and a fail-safe shut down. No further actions are planned at this time. Breas medical will track and trend for similar issues.

Event description:
Error code 18 and 39 during active treatment. The patient involved was not injured.